Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient. While the wds was being inserted into the was a thrombus was noted. Transesophageal echocardiogram imaging showed that the thrombus was on the end of the access sheath. The procedure was ended and no closure device was implanted in the patient. There were no other complications that were reported to have occurred. The patient stayed over night, and was discharged home the next day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient. While the wds was being inserted into the was a thrombus was noted. Transesophageal echocardiogram imaging showed that the thrombus was on the end of the access sheath. The procedure was ended and no closure device was implanted in the patient. There were no other complications that were reported to have occurred. The patient stayed over night, and was discharged home the next day.